Event description:
It was reported that the customer had a hospitalization on (B)(6) 2015 due to pancreatitis and having a high blood glucose level. Customer's blood glucose level at the time of the hospitalization was 642 mg/dl. Also customer states he was not wearing the insulin pump when admitted to the hospital. The customer mentioned he had been off insulin pump therapy for three months. Troubleshooting was not performed, because customer is currently in the hospital getting treated due to a diabetic issue not pump related. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.